Event description:
After two turp procedure while using the pks superpulse generator (see medwatch #9617070-2011-00003) and the pk button front loading electrode, unexpected bleeding occurred and required re-admission and follow-up surgery. The electrode was not saved, it was discarded by the facility. We received an e-mail on (B)(4) 2011, stating that the generator is still not being released from risk management. (See medwatch #9617070-2011-00009) for the 1st electrode).

Manufacturer narrative:
At the time of this report, multiple attempts to obtain further information from the hospital have been unsuccessful. The device has been discarded by the hospital. As a result, a determination cannot be made at this time. If further information becomes available, gyrus acmi will continue the investigation and update the agency accordingly.